Event description:
Subsequent to the initial report filing, additional information was received stating that the third unspecified promus stent was a 3.5 x 28 mm promus stent (unknown if rx or otw) implanted on (B)(6) 2010 to treat restenosis of the mid lad. Following post-dilatation, residual stenosis was 10%. In addition, when the restenosis was noted on (B)(6) 2012, the patient presented to the hospital with angina. No additional information was provided.

Event description:
It was reported that two unspecified promus stents were implanted in the patient in 2008. On (B)(6) 2010, in-stent restenosis of the promus stents was noted and two non-abbott stents were implanted to treat the restenosis. Another unspecified promus stent was also implanted. On (B)(6) 2012, in-stent restenosis was observed in all of the previously implanted stents. Treatment was performed via the placement of additional non-abbott stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The additional promus stents referenced are being filed under separate medwatch reports. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.